Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cable, 100/case, was used in a gallbladder procedure on (B)(6) 2022 when it was reported ¿we met with (B)(6) yesterday and she said they have been having problems with their surefit (410-2000) pads staying on the patients.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with a 3-minute delay. The patient¿s current status was listed as ¿normal¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was used in a gallbladder procedure on (B)(6) 2022 when it was reported ¿we met with tina yesterday and she said they have been having problems with their surefit (410-2000) pads staying on the patients.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with a 3-minute delay. The patient¿s current status was listed as ¿normal¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 54 complaints, regarding 497 devices, for this device family and failure mode. During this same time frame 10,522,820 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.